Event description:
Received a call from (B)(6) hospital, apparently they have used a bixcut single use reamer shaft in a case today and after a period of successful use the reamer has been set down but then when they went to re-use it they are unable to pass the reamer over the guide-wire, the surgeon has suggested that a spring has malfunctioned inside the shaft. I have asked the hospital to decontaminate and provide the product to us, I await their response. No medical intervention or delay have been reported. Another identical device was immediately available for use and case completed as originally planned.

Manufacturer narrative:
It is not known at this time if the device will be returned for evaluation. Waiting for the hospital to locate and decontaminate the product. Once the investigation has been completed any additional information will be reported in a supplemental report.